Event description:
During a polypectomy, the physician used a wilson-cook tri-clip endoscopic clipping device. When placing a second clip on the post polypectomy site the clip would not release. The physician cut the sheath at the handle and pulled the sheath back. In doing so, the clip released in the appropriate position. At physician's preference no additional procedure was necessary to retrieve the tri-clip. The pt's condition was reported as stable.